Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted because during the original implant, the patient had tricuspid regurgitation and poor anatomy and the lead ended up in the cs. The physician left it there until the patient became more stable, approximately 3 weeks later. When the physician tried to reposition this lead into the rv, they were unable to get it in a stable position so they decided to explant this lead and the ICD as well. There are no known complaints against this lead. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(4).